Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor. The customer states they received calibration and sensor errors. The customer's blood glucose level at the time of incident was 111mg/dl. Troubleshoot was conducted. The cannula was noted to be missing. The customer was advised the sensor would be replaced and returned for analysis.

Manufacturer narrative:
Found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.